Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: (B)(4), model/catalog description: st linear lead 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an explant procedure.